Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. It was reported that resistance was noted as a contralateral leg component was being advanced into the contralateral gate. The device was successfully placed within the gate and deployment was initiated. It was reported the physician was only able to pull the deployment line approximately 1 1/2 - 2 inches when the deployment line broke. Intra-operative images showed the device had not deployed. An attempt was made to pull the device back into the sheath in order to remove the graft. As the catheter was being withdrawn, it was reportedly noted that the entire leading end of the graft had become detached from catheter. A decision was made to leave the undeployed graft within the trunk. Two additional devices were deployed to secure the undeployed contralateral leg component against the trunk and the aortic wall. Final imaging showed the aneurysm successfully excluded with no endoleaks noted, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the event could not be determined with the provided info. Eval summary - the returned product exhibited a complete fracture of the polyimide guide wire shaft at the proximal end of the trailing olive. The leading portion of the fractured delivery catheter was not returned. The root cause for the fractured polyimide guide wire shaft could not be determined with the currently available info. Use outside the gore excluder aaa endoprosthesis instructions for use likely contributed to the polyimide guide wire shaft fracture.